Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 24 and 36 hours in the hip/buttocks. It was reported that the pod adhesive was wrinkled causing the cannula to dislodge and leak. Symptoms reported include vomiting and ketones. The patient was treated with IV (intravenous) insulin and zofran. The patient was released after 5 hours.